Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported that after observation, objective oedema, rash, blisters and exudate (moderate amount; serous in nature) were observed on upper right arm and PICC line insertion site. Event was reported to doctor who observed patient - clinical signs of PICC line fracture / extravasation were evident. Probable extravasation. Patient reported pain 7/10 (focused in upper right arm; radiating to shoulder and axillary area; pain worsens at night; pain disrupts sleep; pain is a burning sensation in quality; pain has been occurring for a week). Abvd had been administered on (B)(6) 2024. Infusional services contacted, they gave advice to remove dressing and flush PICC line with 10 to 40mls of nacl 0.9%, while observing site for leakage of same; dressing was removed; site was cleansed with water for injection soaked compresses; aseptic technique was maintained; PICC line was flushed with 15mls of nacl 0.9%; leakage of nacl fluid was evident on PICC insertion site. Referral for linogram was completed; tvn referral was completed (multiple attempts were needed for same). Advice given by tvn via telephone - aquacel dressing and tubifast to be applied on PICC line insertion site, until further assessment. PICC line was removed as per instruction of dr. A and infusional services. Tvn nurse came to assess patient around 15.30h in the treatment area. Patient will be assessed by plastics consultant in the facility tomorrow.